Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, urinary problems, organ perforation, recurrence, mesh migration and psychological injury. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior/posterior colporrhaphy due to sui, cystocele, and rectocele. On (B)(6) 2006, a mesh revision was performed due to erosion.